Event description:
It was reported the patient had been ill since june. The patient had a fever in june and urinary tract infection (uti) in july. The patient also experienced ICU psychosis, onset date not reported. The patient¿s hcp had ruled out everything else and wanted to check the infusion system to rule that out as the cause of the patient feeling ill. A spiral CT scan and catheter day study were performed (dates not reported). There were no reservoir discrepancies. The patient had not had any increase in spasticity. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).